Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: patient was implanted with va-lcp 2 column distal radius plate and screw construct on (B)(6) 2011. Reportedly the healing process was completed. Patient was returned to the or on (B)(6) 2013 for removal of hardware. During the implant removal, it was noted that the color of the va locking screws changed and the screws appeared to have corrosion. This is 1 of 9 reports for the same event, complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. The manufacturing documents were reviewed and no complaint related issues were found.

Manufacturer narrative:
An additional evaluation was performed by synthes (B)(4) and the report indicates: visual inspection shows the surface have discoloured areas. This is indicative of device was subject to multiple washing processes/cycles which led to an accelerated discoloration of the device. This is also due to device is made of anodising titanium. That means this is an oxidation within -m area. According of the thickness of this oxidation coating the visible colour is changing. If this coating is changing because of some circumstances like splashes with a liquid, the colour will also change. Although discolored, the functionality of the device(s) remains intact.

Event description:
This is 1 of 9 reports for complaint (B)(4).